Manufacturer narrative:
Based on the available information, the company does not have enough details to investigate. No further information was received regarding this case so far.

Event description:
This complaint was received from the company (B)(6) page. In the post the patient mentioned few side effects that persist 4 years after essential tremor treatment : imbalance, gait disturbance, numbness and taste buds functioning (dysgeusia).